Event description:
The customer reported that while preparation the olympus evis exera iii xenon light source for a procedure, he discovered that the led control panel was blinking. According to the initial reporter, he immediately changed out the subject device with another to continue to operation. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The leds were blinking due to a defective scope socket that was compromising the connection. Additionally, the contact pin of the scope socket was found worn and rusting, and an e300 communication error was present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the contact pin of the scope socket was found worn out and rusty. Therefore, it was presumed that the connection of the endoscope in the light source was not recognized properly, therefore, error e300 occurred, and the front panel led blinked. According to the draft information, the phenomena occurred at the pre-use inspection. E300 is a ¿clv endoscope error¿ and occurs when the connection of the endoscope in the light source is not recognized properly (light guide error). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.